Manufacturer narrative:
This supplemental report is being submitted to provide the correction and additional information for the following fields. Updated fields: h2, h6, h11. Corrected fields: d4 - lot # (blank). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, an unspecified error message was displayed on the colonovideoscope. There was no patient involved.